Event description:
The customer reported that during testing of the device the upper limit of the pacing ma did not meet specifications. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.